Event description:
Per the surgeon, the patient experienced chronic crusting at the abutment site, and was placed under a general anesthetic on (B)(6) 2021, in order to remove the abutment. The implanted device remains.